Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated but not yet begun.

Event description:
The patient presented to the hospital after receiving a vibratory alert. Upon interrogation, the device displayed an alert for low impedance. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned. Analysis found abrasion, consistent with friction to the ICD can, at 12.5cm from connector pin. Etfe coating was normal. Impedance testing could not be performed on partial lead.